Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The probe was contacting metal objects or surgical instruments during the output activation in seal & cut mode. 2.due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. 3. Because the probe was subjected to the load of sealing and cutting and gripping the tissue, cracks were generated starting from scratches on the probe. 4. After that, a force was applied to the probe during device handling. As a result, the probe broke. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Due diligence was performed for this event. Customer will not provide any patient information. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. The device was manufactured in (B)(6)2022. Upon inspection and testing, it was observed that the tip of the probe was broken. In addition, there was a dent on the tissue pad that was made by impact with something hard. When a probe check was performed using test devices esg-400, usg-400, td-tb400, error u509 ultrasonic level error instead of u504 probe damage error was displayed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic open resection of colon, towards the end of the procedure a u504 probe damage error was received for the device. Subsequently, the device probe broke off. No broken piece of the device was left in the patient. No additional medical treatment nor any surgical intervention was required. A new device did not need to be opened. The procedure was completed successfully. There is no harm or adverse impact to the patient. The patient status is fine. The doctor is a regular user of the device and understands how the device should be handled.